Manufacturer narrative:
Product event summary: the programmer was returned and analysis was unable to confirm the customer comment that the programmer was not always able to complete a device interrogation, during testing it functioned as required and interrogated multiple devices. As a preventative, a pin reconfiguration was completed and the software was reloaded. Analysis also found a loose electrocardiogram (ECG) connector on the links electronics module (lem) board and the board was replaced and calibrated, a broken handle on the upper case, a missing right retention strap spring, a noisy system fan and a noisy power supply, both of which were replaced. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will begin to interrogate and load device software but will immediately return to "find patient" screen. This issue is intermittent. It is noted that new software had been loaded recently via sdn (software distribution network). Hard reset was attempted, repair disk was attempted, and changing the rf (radio frequency) head was attempted without success. The programmer was returned for repair and evaluation. There was no patient involvement.

Event description:
It was reported the programmer will begin to interrogate and load device software but will immediately return to "find patient" screen. This issue is intermittent. It is noted that new software had been loaded recently via sdn (software distribution network). Hard reset was attempted, repair disk was attempted, and changing the rf (radio frequency) head was attempted without success. The programmer was returned for repair and evaluation. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.